Event description:
It was reported the endoeye flex deflectable videoscope displayed error e218 (scope error). The issue was found during an unspecified therapeutic procedure and the patient was under sedation. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Additionally, the investigation found: the imaging unit is damaged, and the video connector board is damaged, causing error e218 (scope failure). Based on the results of the investigation, it is most likely that the probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The reportable events are detectable and preventable by handling device in accordance with the following IFU. The inspection method is described in the instruction manual (operation manual) ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.